Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a 60-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, purge flows continued to decrease. High motor current and pump stop occurred. Once chest was opened for explant, doctor was able to walk out the impella, graft was full of clot.

Manufacturer narrative:
The product was returned for investigation. No physical abnormalities were reported. Biomaterial was observed on the purge gap. High purge pressure and pump stop were reproduced during the case. The pump was cut near the motor to observe the blockage in the purge line. Purge was able to come out from the cut catheter. No further investigation is required for this case. Data logs show an 8-minute gradual rise in purge pressure, followed by the saturated pump flow and pump stop, with several motor current high-pump stop alarms. As per the given clinical data, the pump stop occurred shortly after noted low purge flow and high purge pressure. The pump was successfully explanted, and during removal, some clot was reported attached to the graft. The cause of the pump stop issue was biomaterial, based on the data log review and investigated data logs. The saturated pump flow failure was removed and replaced with pump stop since the cause of the issue was addressed under the pump stop failure mode with sev 5. The same biomaterial could cause the high purge pressure. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23054. B1 adverse event was inadvertently selected, product problem only b2 should have been left blank e4 should have been left blank g1 reporting contact email h1 type of reportable event corrected h6 code 4440, 4627, and 2964 were reported incorrectly. New code was added to health effect - clinical code, health effect - impact code, and medical device problem code. H10 instructions for use missing.